Manufacturer narrative:
Additional: the explant date has since been reported; section has been updated with this information. This report is submitted on may 24, 2019.

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.